Event description:
A hospitalized cardiac arrest victim's cardiac rhythm was not monitored for approx 13 minutes due to monitoring error that was not recognized promptly because of EKG artifact. The pt had returned of spontaneous circulation -rosc- when defibrillated after 13 minutes but suffered profound neurological injury. The pt arrested again about 15 hrs later -ventricular tachycardia- and had rosc after a single shock but died 40 hrs following the initial cardiac arrest, after a do-not-attempt-resuscitation order. The default monitor lead setting for defibrillators at our hosp is "paddles," to permit monitoring and defibrillation to be achieved as quickly as possible. In this case, the paddles were not used initially; instead, the chest leads were attached but the lead select was not changed. Treatment was based on monitor artifact that went undetected for about 13 minutes. The error was discovered only after the incident. The appearance of flatline on the monitor during chest compressions would probably have alerted the code team to the incorrect setting, but various artifacts appeared on the monitor while the paddles remained in their wells, leading to incorrect readings of "pea" and "asystole". Unfortunately, no tracings of the artifacts during the incident were preserved, but the pre- and post-shock tracings after the paddles were placed on the chest show that the lead select remained set to "paddles." A few days later, a test of the defibrillator used in the resuscitation attempt produced artifacts that appeared to be related to movement of the chest lead cables while the defibrillator paddles remained in their wells. Subsequent tests of other defibrillators of the same model at the facility showed deflections from baseline that were not clearly related to manipulation of the chest leads. EKG tracings of these artifacts are available on request. It is not possible to know the incidence of this kind of monitor artifact and its effect on resuscitation efforts, but it can be assumed that this is not a rare occurrence, especially since artifact was produced on more than one device at our hosp. Though most monitor/defibrillators of recent MFR have some means of alerting the user that EKG monitoring has not been achieved -e.g., physio-control's lifepak 20 displays a dashed line until paddles/leads are placed and the lead select is set correctly, displays from older defibrillators may be misleading. This incident was probably an example of an unusually long delay in defibrillation due to an incorrect monitor setting, but it is well accepted that delays in defibrillation of even one or two minutes can have a significant negative effect on survival. It is easy to see how a brief mistake might be made even without the presence of artifact, if flat-line with chest leads on and the lead select on "paddles" is mistaken for asystole. The only erroneous dysrhythmias recorded on the code record for this incident were pea and asystole. This suggests that the problem might be common. This account is based on what I witnessed after arriving about 11 minutes into the code described above, as well as conversations with other participants. The hosp's root-cause-analysis meeting was inconclusive but resulted in a memo reminding the code teams to check monitor lead settings in codes.